Event description:
It was reported that the balloon ruptured. This ranger global dcb otw 7.0 x 200mm, 150cm was selected for use in a percutaneous transluminal angioplasty procedure. The lesion was located in the superficial femoral artery (sfa) and was moderately calcified. It was noted the balloon ruptured during the first inflation at 13 atmospheres. The device was able to be removed intact, the procedure was completed successfully, and there were no patient complications.